Manufacturer narrative:
(B)(4). Device evaluation: one 32 cm section of a spring wire guide was returned. The guide wire graphic specifies an outside diameter of . 788/.826 mm and a length of 600 +/-4 mm. The guide wire length was measured at 32 cm indicating that a 28 cm section of the guide wire was missing. The outside diameter measured .796 mm, which met specification. Visual/microscopic examination determined that only a section of the coil wire was returned. The core wire was separated adjacent to the distal weld and missing from the sample. The distal weld was full, spherical and firmly attached to the coil wire. The information provided by the customer did not specify at which point in the procedure the difficulty was encountered. The instruction booklet describes suggested insertion techniques and includes warnings/precautions to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Based on the condition of the returned sample and the information provided, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the anesthesiologist was placing the catheter into the patient prior to heart surgery. During the procedure, the guide wire became stuck and unraveled. They were able to remove all of the wire from the patient and another kit was used.